Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the pump powered on with a fully illuminated and legible display screen without discoloration. The pump was opened for investigation and did not reveal any evidence of internal damage, defect or contamination. Investigation was unable to duplicate the complaint of a blank display screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen. There was no reported adverse event associated with this complaint. It was noted that the pump was vibrating and there was audible tones. This complaint is being reported because the reported issue was not resolved during troubleshooting.